Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead dislodgement was observed in clinic. It was noted that the lv lead was not capturing due to the lead being dislodged. On (B)(6) 2019, the lead was capped and will not be returned. Patient did not report any symptoms. The patient condition was stable before during and after the procedure.